Event description:
It was reported by the mitek rep. That the ceramic portion of a mitek vapr se electrode broke off into the patient. All the pieces were retrieved from the patient and there was no patient consequences. However if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentially an MDR is being filed to document this event.